Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed with ultrasound. Device was explanted and replaced with non-allergan brand. This record relates to the right side.